Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('migration/perforation fallopian tubes') and device expulsion ('expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder/urinary problem"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal change"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2019 hyst. (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, neoplasm and weight increased outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, neoplasm, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for breakage/ expulsion, psych injury, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received events "dysmenorrhea (cramping), pelvic/abdominal pain, breakage/ expulsion, psych injury, migration, perforation fallopian tubes, bladder/urinary problems, fatigue, hair loss, hormonal changes, tumors, weight gain" were added .outcome of events " pain" was updated as recovered. Lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation fallopian tubes'), device breakage ('breakage') and device expulsion ('expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, nabothian cyst, cystocele, endometrial polyp, gravida ii, parity 2 and crohn's disease. Previously administered products included for an unreported indication: mirena from 2011 to 2014. Concomitant products included ibuprofen from 2014 to 2019. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("abdominal pain lower/cramping"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder/urinary problem"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal change"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, neoplasm and weight increased outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, neoplasm, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for breakage/ expulsion, psych injury, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation fallopian tubes'), device breakage ('breakage') and device expulsion ('expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, nabothian cyst, cystocele, endometrial polyp, multigravida, parity 2 and crohn's disease. Previously administered products included for an unreported indication: mirena from 2011 to 2014. Concomitant products included ibuprofen from 2014 to 2019. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("abdominal pain lower/cramping"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder/urinary problem"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal change"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted totallaparoscopic hysterectomy, left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, neoplasm and weight increased outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, neoplasm, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for breakage/ expulsion, psych injury, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs received. Event abdominal pain lower was added. Essure removal date and procedure were updated. Laboratory data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('migration/perforation fallopian tubes') and device expulsion ('expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder/urinary problem"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal change"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (B)(6)2019 hyst. (Partial)). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, neoplasm and weight increased outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, neoplasm, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for breakage/ expulsion, psych injury, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2015: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.